Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis with unknown blood glucose level. Date of hospitalization was unknown. Customer stated their blood glucose level was 500 mg/dl. Customer reported insulin pump was not dispensing insulin properly and pump did not alert no delivery. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. The customer was hospitalized for alleged dka/high blood glucose's and possible under delivery anomaly on (B)(6), 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4). The device recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. Noprime/fill anomaly noted. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, device scratched case, and pillowing keypad overlay. The test cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There were (B)(4) listed on the event date 24-aug-2022 in the device history file. Please see below for the first 10 boluses listed on the event date. August 24, 2022 00:44:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 500 (0.05 u) activeinsulinatprogramingtime: 0 (0 u) august 24, 2022 00:49:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u, bolusamountdelivered: 500 (0.05 u) august 24, 2022 00:54:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) august 24, 2022 00:59:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) august 24, 2022 01:09:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) august 24, 2022 01:14:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) august 24, 2022 01:19:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) august 24, 2022 01:24:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) august 24, 2022 01:29:51.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) august 24, 2022 01:34:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) there were no auto suspend alarm or user suspend alert noted on the event date 24-aug-2022 in the device history file. The device passed the functional testing. Unable to confirm alleged dka/high blood glucose's. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.